Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery. The customer's blood glucose level at the time of incident was 186mg/dl. Troubleshoot was conducted. The device was found to be working as designed. The customer was advised that the alarm was caused by a set and or reservoir occlusion. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out replacement sets.